Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00005 on 06-jan-2023. Additional information (03-mar-2023): in addition to the service actions described in the initial report, a siemens customer service engineer (cse) also tightened the reagent 1 (r1) and r2 transducers, replaced the loci vacuum cup, chamber liner, liner retainer, and the main refrigeration unit, and realigned all reagent and reagent management system (rms) alignments. The cse also calibrated all temperatures, fixed inventory, and ran a successful system check. Siemens further investigated the incident and determined that multiple factors potentially contributed to the event. Improper thawing of calibrators and quality controls, the malfunction of instrument parts, misalignments, and the refrigeration unit malfunction potentially contributed to the elevated qc recovery. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customers site. During the visit, the cse ran a level sense test cup dilution check (dilchk). Then, the cse replaced the photometric sampler, sample arm, level sense printed circuit board (pcb), conduit cable and probe, sample and reagent 2 drains, tubing, and probe tips. Next, the cse performed alignments. In a subsequent visit, the cse decontaminated the instrument and changed the auxiliary and ultrasonic boards. Then, the cse ran calibration and quality controls (qc), which recovered acceptably. Patient comparison studies were also performed, which recovered acceptably. The cause of the elevated qc recovery is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Quality control (qc) for high-sensitivity troponin I (tnih) recovered high and out-of-range on the dimension exl with lm instrument. It is unknown whether there was an impact on patient results. This report is being filed in an abundance of caution. There are no known reports of patient intervention or adverse health consequences due to the elevated qc recovery.